Event description:
Both knees painful however left knee pain is worse since receiving synvisc, can't bend left knee, almost "crippled," and left knee effusion. Information was received on 16-june-2006 from a female patient, with a history of previously being treated with two prior series of synvisc in the left knee three years and one year ago respectively, who experienced both knees painful however left knee pain is worse since receiving synvisc, can't bend left knee, almost "crippled," and left knee effusion. The patient began treatment with synvisc on an unknown date in 2006. The patient received an unknown number of synvisc injections on unknown dates into the left knee. On an unknown date the patient experienced left knee pain worse than before the synvisc injection, and that she can not bend the knee. She further stated that both knees are painful and that she feels almost "crippled." On an unknown day in 2006 her phsician withdrew fluid from her left knee and injected the knee with cortisone. The patient went on to say that the pain is still "terrible." At the time of report, the patient had not recovered.